Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, it was noticed that the complete study was not recorded. There was no harm to the patient, but a repeat procedure was necessary due to the alleged malfunction. The last known patient status is stable. No other known adverse events were reported.

Manufacturer narrative:
Device analysis: the accuview graph from the study was returned for evaluation. The total time of the study was 28:41:58 as opposed to the recommended study time of 48 or 96 hours. The ph readings were found to be at normal values throughout the study. At (time), the recording stopped. Because information sent from the customer includes only accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before begging of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged. Capsule detached early, investigation conclusion for the failure to attach could not be reliably determined. Because a lot number was not provided, a DHR review could not be performed. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.